Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of wear and tear damage due use over time and or customer mishandling. The event may be prevented by following the instructions for use which state: ¿warnings and cautions:¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the customer returned device, gap was found between the scope acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could be locked securely, paint on air/water cylinder peeled, suction cylinder discolored, scope body discolored, scope cover discolored, due to a pinhole on the instrument tube, water tightness lost, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, distal end scratched, and due to pinhole on universal cord, water tightness lost. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.